Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
The tech found debris on the hi/low drive. The tech cleaned the hi/low drive assembly to repair the bed.